Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that does not charge. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported problem where the pump does not charge was confirmed during product evaluation. A power issue was found during service, the plug icon would not light meaning the charging circuit was not working. Therefore, a power supply failure was found to cause the reported condition. The cause of the condition was a defective dc power supply. The dc power supply printed circuit board was replaced to resolve the condition.